Event description:
The customer reported that the system did not display an image. There were two circles in the image field. Also, after starting radiation, there were three beeps and a danger signal appeared on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep checked the boards in the xray generator and reviewed the error log for analysis. The system was fixed and is operating as intended.